Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries. A device history review was performed and no abnormality was observed in the manufacturing of this device. A service history review revealed there were previous service events related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The facility representative contacted baxter to report a colleague infusion pump in which the device had failure code 570:322:874 occur. This condition has the potential to cause an interruption of delivery. The event was reported to have occurred upon power up while in the biomed service department. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.04.00, categorized as unremediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had failure code 570:322:874 occur. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.04.00, categorized as unremediated. There is no further complaint information available.